Event description:
A literature article evaluating the accuracy of various insertable cardiac monitors reported that the insertable cardiac monitor (icm) showed a high rate of false pause alerts due to under sensing of r-waves. The device also showed frequent false tachycardia alerts and some inaccuracy in detecting atrial arrhythmias. No additional information was available.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.